Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the left ventricular (lv) lead exhibited far-p oversensing and inappropriately captured the right atrium. The lv lead was dislodged. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the dislodgement of the left ventricular (lv) lead was confirmed by chest x-ray. Programming changes were made; the patient will continue to be monitored without the use of the lv lead.